Event description:
The pt experienced a lack of effect and stated that the device was turning off and on. The pt had a bump similar to a pimple where the lead wire was; she also felt the stimulator near her skin and wanted to have it explanted. Additionally, the pt felt numbness in her calf. The pt was re-directed to her physician. Despite multiple follow-up attempts, further info was not obtained.

Manufacturer narrative:
(B)(4)